Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 64 mg/dl a month ago. The customer stated that her drive support cap was protruded and she pushed it back in with a pen. There was no indication that the insulin pump over delivered insulin. The customer declined to troubleshoot. The product was not returned for analysis.